Event description:
It was reported by customer that they noticed the top of the catheter was split, so, the bottom half of the catheter was in the vein while the top portion was outside of the arm, and flash of blood was dripping onto the patient s arm. Injuries or adverse event: no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your report of a damaged catheter was confirmed; however, the root cause could not be determined from the 22g insyte autoguard IV catheter that was provided for investigation. The IV catheter was received without the needle. The sample exhibited evidence of use. A v-shaped breach was observed in the catheter near the midpoint of the tubing, which was indicative of needle puncture damage. As the catheter exhibited use, it could not be determined if the damage occurred during insertion or during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.